Manufacturer narrative:
Block b3: exact date unknown, event occurred six weeks prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7114826/7115900.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. It was also stated that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent a spinal cord stimulator (scs) system explant procedure, and the explanted devices were discarded by the medical facility and will not be returned.